Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that during the implantation of the device, the clinician found that the drainage was not smooth. The puncture needle had been pulled out at that time, so the plan was to pull out the lumbar end catheter and re-implant it. However, during the removal process, the catheter broke at about 13cm, and the broken part was still in the patient's body. After replacing it with the new device, the operation was completed. The doctor said that the broken part did not touch the tip of the puncture needle, nor did it touch any sharp objects, and the doctor was not sure why it broke. This resulted in a procedure delay of 30 minutes. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.